Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiopulmonary arrest and subsequent patient outcome, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined. The heartmate ii lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiopulmonary arrest, while under hospice care. It was reported that the device operated as intended. No further information was provided.